Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the distal plastic on the maryland bipolar forceps instrument was breaking down. The procedure was completed with a back-up instrument and there was no report of a patient injury.